Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized in the past for memory issues and was not pump related. However, the details of the event could not be recalled by the customer and the customer's healthcare provider had discontinued pump therapy and reverted the customer to using insulin pens to manage diabetes. The customer was discharged 3 days later.